Manufacturer narrative:
The device was inspected and tested on (B)(6) 2016. Within this inspection, functional and visual inspection was done. The device was out of specification. The maintenance interval was exceeded by the customer (x 2,5). As the device was out of specification, it cannot be excluded that the device has contributed to the reported incident. From the information reported we suspect that the reported incident may be due to insufficient pin pressure and/or insufficient application of the skull clamp and placement of skull pins."

Event description:
Customer service was contacted on 10/17/2016. Customer states after applice of the radiolucent skull clamp, the pins slipped resulting in about a 2" skin laceration to the patient. The surgeon reported that the pins were most likely not fully in the skull which caused the slip. Would like to check for proper functioning.